Manufacturer narrative:
The reported issue was addressed with phone support. The field service engineer (fse) spoke with the customer and was informed that issue has been resolved and there have been several cases completed with no further arm problems. No site visit was conducted. The system was working properly and no additional action was required. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: a usm was disabled after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion. .

Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, an instrument was stuck on universal surgical manipulator 1 (usm1). The technical support engineer (tse) viewed the system logs and noted error 23065 on usm1. Customer stated that the lights were blinking yellow on the usm. Tse asked if usm1 was on tissue and the customer stated no. Customer stated that they removed usm1 with the instrument from the patient. Tse recommended that the customer manually remove the instrument using hemostat. Customer informed tse that they were able to remove the instrument. Tse recommended that the customer inspect the drape for damage and was informed that there was no damage to the drape. The customer continued with the procedure, but they did not believe that usm1 would be used again during procedure. Tse recommended that the customer RMA the affected instrument. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.